Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had concurrent procedures of laparoscopic para vaginal repair; incidental cystotomy with laparoscopic repair; anterior and posterior colporrhaphy with mesh band dissection/release ¿ mid-vaginal vault; incidental rectalperforation and repair; perineoplasty/perineal body reconstruction; left labis minora reduction labioplasty; cystoscopy; pudendal nerve block-bilateral due to bilateral paravaginal defect, cystocele and rectocele with mid-vaginal mesh band and upper vaginal relaxation, urethral hypermobility with stress incontinence, perineal body defect and left labia minora hypertrophy/disfigurement performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding and vaginal scarring. It was also reported that the patient underwent laparotomy/bladder perforation repair; evacuation of anterior left hematoma; anterior left retroperitoneal hematoma on (B)(6) 2012 due to latrogenic bladder perforation, detrusor instability; reduced bladder capacity/compliance; anterior abdomen fluid structure/space on CT preoperatively. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.